Manufacturer narrative:
Tw ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws that cut tissue were bent. Another device was used to complete the procedure. No patient effects. Per photo provided by the complainant, it is observed that the metal heater wire is lifted from the jaws.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws that cut tissue were bent. Nothing fell in patient. Another device was used to complete the procedure. There was no delay. No patient effects. Per photo provided by the complainant, it is observed that the metal heater wire is lifted from the jaws.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: a2, a3, a4, b4, b5, b7, d9, g3, g6, h2, h3, h6, h11, h12. Corrected sections: e1--occupation corrected from "other healthcare professional" to "nurse". The device was returned to the factory for evaluation on 10/01/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear insulation on the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photograph. An investigation was conducted on 10/22/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the intact c-ring of the cannula. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the photographic evaluation results as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000411719 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.